Event description:
The customer contacted physio-control to report that their device would not charge for or deliver shock. The device often displays the message 'check electrodes'. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to verify the reported issue. The customer suspected the cause of the issue was due to a faulty therapy cable and disposed of the cable prior to inspection by physio. Physio performed unrelated repairs to the device. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not charge for or deliver shock. The device often displays the message 'check electrodes'. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.